Event description:
In 05 vasca's clinical sales manager was notified of a lifesite pt with a needle that could not be removed from the valve. The needle was improperly introduced into the valve. The treatment was stopped and the pt was sent to hospital to have the valve removed.